Event description:
It was reported that the touch screen is unresponsive when attempting to unlock the pump. No impact to customers blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not complete. A supplemental report will be submitted upon completion of the evaluation.